Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17564487l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with an ez steer thermocool sf nav catheter and suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention) and death. During the second transseptal puncture, the patient became hypotensive and a tamponade was confirmed. Pericardiocentesis yielded a large amount of fluid (unspecified). Patient was reported to be in critical condition immediately after the event. There is no information regarding the length of hospitalization. Patient condition worsened, as they were transferred to a different facility for a surgical intervention and expired in the hospital. There were no factors cited that may have contributed to the adverse event. Physician indicated that the event was related to the second transseptal puncture, and not related to the ablation catheter. Sheath in use was a st. Jude medical s1. Generator parameters were not reported, as no ablation was performed. It was reported that the injury occurred as a result of transseptal puncture and was detected immediately. Irrigated catheter flow was set at 2ml/min. Patient received anticoagulant during the procedure with a standard target goal for activated clotting time of 300-350 seconds. There is no information regarding shaft proximity interference (spi) value, catheter proximity, or catheter re-zeroing. There were no errors reported on any bwi equipment during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event resulted in the patient¿s death, it is MDR reportable.